Manufacturer narrative:
This report is being filed to update the implant and explant dates.

Event description:
It was reported that during the implant the electrical parameters were not satisfactory thus another position was tried but after this attempt the helix of the lead got stuck and did not retract. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observation(s) are a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information from pi or review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk with use of this product.

Event description:
It was reported that during the implant the electrical parameters were not satisfactory thus another position was tried but after this attempt the helix of the lead got stuck and did not retract. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.

Manufacturer narrative:
This report is being filed to update the device codes.

Event description:
It was reported that during the implant the electrical parameters were not satisfactory thus another position was tried but after this attempt the helix of the lead got stuck and did not retract. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.

Event description:
It was reported that during the implant the electrical parameters were not satisfactory thus another position was tried but after this attempt the helix of the lead got stuck and did not retract. A new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.